Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a premature ventricular contraction (pvc) ablation procedure with thermocool smarttouch sf (stsf) catheter, the patient experienced vasovagal like reaction after steam pop, increased impedance, pericardial effusion and tamponade was noted treated with resuscitation, pericardiocentesis and drain placement. The patient was transferred to the intensive care unit (ICU). The patient was reported to have hemothorax the following day after the procedure and an increase in c-reactive protein (crp) level of 350. It was reported that during pvc case with stsf catheter in use, the patient was given two ablations. The first was 40w (high flow 15ml/min) and 10sec. The second ablation was 40w (high flow 15ml/min), 32sec and 5-10g. The second ablation was stopped due to steam pop and a sudden increase in impedance. The patient developed a vasovagal-like reaction after the ablation. The heart condition was checked with a transthoracic echocardiogram (tte) ultrasound and pericardial effusion, and tamponade were detected. The situation quickly progressed to resuscitation and hemodynamic collapse. Blood was removed from the pericardium with pericardiocentesis, polymerase chain reaction (pcr) tests, and the patient's hemodynamics were restored. The patient was transferred to the ICU. The surgery was delayed for 30 minutes due to the reported event. The information received indicated that the physician¿s opinion on the cause of this adverse event was impossible to say the cause. The outcome of the adverse event was improved. The patient had extended hospitalization because of a drain removed from the pericardium. The patient's crp is 350 and has hemothorax. The patient will remain in the hospital for some time for monitoring. Normally, patients are able to go home on the day of the procedure. The energy source used when the adverse event occurred was radiofrequency (rf). One transseptal puncture site was performed during the procedure. No ablations were performed within or outside the pulmonary veins. The flow setting for irrigated catheter used in the event were normal settings, low flow 2ml/min. And high flow when 30w or higher 15ml/min. Ablation energy was 35w. The patient did not require cardiac surgery. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. No error during the case or prior. The force visualization features used were graph, dashboard, and vector. No additional filter was used with the visitag. The settings for power and time were 35w and 120sec. The ablation mode and thresholds used were temperature: cuttoff 40celsius, warning 37celsius, and impedances: min. 50, max 250. The duration of the ablation cycle when the pop was observed at the same tip position was 32sec. No errors reported by the biosense webster systems. The physician¿s opinion regarding the cause of the increased in crp was that during the pericardial puncture, the needle had hit the pleura, causing hemothorax and increased crp. The patient arrived for the procedure electively and was in normal health. The steam pop and impedance issues are not MDR reportable.